Event description:
It was reported that a malfunction alarm occurred, displaying a malfunction code. Blood glucose level was within normal range and did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappears.